Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that the full-height drawer was not opening. The fse tested the drawer in the application and diagnostics, then uninstalled the drawer and inspected the components. The fse found that the magnet was missing from the latch insep assembly, replaced the insep assembly, and reinstalled the drawer. The drawer operation was successfully tested in both the application and diagnostics. The drawer was functioning properly, and the station was fully operational. The customer tested and verified proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer would not open, user tried to recover but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.